Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level that was over 500 mg/dl. They treated the high blood glucose with a manual injection. They were trying to rewind the insulin pump. They were assisted with the proper key path to rewind. The device will not be returned for analysis.